Event description:
The customer contact reported air in the tubing with no pump alarm. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when either proximal or distal air were present.